Event description:
Report received of death of patient during the night after a pump and catheter replacement. During surgery, the pump catheter was found to have a hole in it. Device replaced. Patient was released to go home after surgery and passed away during the night. Patient was reported to be obese and was receiving high concentration mso4 - 50mg/ml. Autopsy results are pending. A supplemental medwatch report will be filed when more information is received.